Event description:
It was reported that the patient was feeling lethargic after their right atrial (ra) lead dislodged from the ra appendage and was pointing straight downwards. The lead also had been displaying both increasing and high thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).